Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium is leaking. There was no harm reported

Manufacturer narrative:
Updated field: b4,d8, d9, g1, g3, g6, h2, h3, h4, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 at this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a